Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited water drainage function is reduced due to clogging of the air and water supply nozzles. There was no patient involvement.